Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a procedure, the clips would not work correctly. They would not come together, close. Not known how the procedure was completed. There was no patient consequence reported.